Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7274, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient received multiple shocks for t-wave oversensing (twos). The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.